Event description:
Complainant alleged that while attempting to convert the heart rhythm of a patient (age & gender unknown) the device was not properly synchronizing on the r-waves. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.